Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc). The caregiver (cg) stated that she came into the home patient's (hp) room and the hc alarmed 2240. The hp was not connected to the patient line and they found the hp had disconnected himself and then went back to sleep causing the se 2240 alarm. The hp did not reconnect anytime after the alarm. The cg stated the hp had been getting into disconnecting himself and would need to do a manual exchange in the morning so the hp could monitor the therapy. The baxter technical service representative (tsr) referred the cg to the on call nurse to let her know the hp started to disconnect himself a few times that week. The nurse would offer further medical instructions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver and she said the patient had disconnected himself 6 times in the month of (B)(6). She said each time the patient was sleeping and would wake up to the se 2240 alarm and was not sure how he had disconnected himself. She could not verify that he would properly cap off the lines and transfer set when he disconnected himself. She said she knows that sometimes he did and sometimes he did not, she was not sure of which dates he did and which dates he did not. She said there was nothing wrong with the supplies. She had the patient finish out therapy either with manual supplies or they would finish with new supplies. Since then the patient has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated that she came into the home patient's (hp) room and the hc alarmed 2240. The hp was not connected to the patient line and they found the hp had disconnected himself and then went back to sleep causing the se 2240 alarm. The hp did not reconnect anytime after the alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.